Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. No injury or medical intervention was reported.